Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. Zimvie received one the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The internal implant hex / drive feature was not seen damaged. During a physical / functional test the implant engaged & retained an in-house placement driver as intended. No apparent malfunction was identified with the implant. Implant matched prints where measured. DHR review was completed for the subject lot number 2021031129. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021031129 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal hex of the implant was not working; couldn't grab the implant. Unknown tooth location.